Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. On (B)(6) 2010 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2010 at 12:00 pm, the patient obtained the pre-lunch blood glucose readings of 207 mg/dl and 205 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. The patient was not experiencing any symptoms of high or low blood glucose levels at that time. The patient then retested his blood glucose level using his backup meter, and obtained a reading of 150 mg/dl. Based on the reported meter reading of 207 mg/dl, the patient took an increased dose of insulin, ten units novorapid insulin. Afterwards, the patient experienced the symptoms of sweating and lightheadedness and he felt low. The patient administered self-treatment by consuming dextrose and fruit; he did not seek any medical attention. The patient manages his diabetes with novorapid insulin taken on a sliding scale based on meter readings. The tsr confirmed the patient's test strips were not counterfeit, as was originally reported to customer service. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The patient performed a quality control solution test with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucose to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male. 510(k) # is k021819.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported that the ac power module inlet is broken.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es results from a troponin-free patient pool sample when processed on the vitros 5600 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.